Manufacturer narrative:
The reported field event of output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench, and a hv output transistor was found to be damaged. The cause of the damaged output transistor could not be determined.

Event description:
It was reported that possible hv circuit damage was observed. The device was noted to be in backup vvi mode. An attempt to restore normal device function was unsuccessful. The device was explanted and replaced. Patient condition was good after the event.